Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after filling the cartridge with 300 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Customer's blood glucose (bg) was below 40 mg/dl resulting in the customer losing consciousness which led to the customer breaking some ribs; bg cause unknown. Customer consumed glucose tablets to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.